Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor's electrode belt connector was damaged and several wires in the connector were broken. The root cause for the damage was physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor's electrode belt connector was damaged. The patient was issued a replacement monitor.